Event description:
During percutaneous transluminal angioplasty to an iliac artery lesion, the powerflex p3 balloon balloon ruptured below rated burst pressure. The vessel had severe calcification and moderate tortuosity with 99% stenosis. A guidewire was inserted across the lesion via a sheath introducer without difficulty. Then balloon catheter was advanced to the lesion and was inflated using an indeflator. However, the balloon ruptured at 8 atmospheres. This balloon catheter was withdrawn and another balloon catheter was used without incident to successfully complete the procedure. There were no adverse effects to the patient. Further information indicated that the product was prepared and clinically used as per its instructions for use.

Manufacturer narrative:
The product was not returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.